Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a loose piece of stylet is confirmed, and the root cause is determined to be use-related. Visual observation of the returned powerpicc solo device showed that the stylet wire, catheter, and about 3 cm of loose stylet wire were returned and that depth marks from 0-54 cm were found to be visible on the catheter. Some blood residue was noted on the white proximal stylet wire and on extension legs/hubs, etc., suggesting it was used. The stylet wire was nearly fully inserted into the red/blue lumen of the catheter, and about 1 cm of the distal tip of the stylet was sticking out of the distal end of the catheter. The section of the stylet sticking out of the distal end of the catheter is kinked/broken. The distal end of the stylet contained within the catheter did not show the characteristic lighter color normally present at the end of these stylets, but a section of lighter color is present at the tip of the returned loose piece of stylet, suggesting that the loose piece of stylet is the tip of the whole. Not removing the stylet from the catheter in case further breakage would be caused, it was found that this measurement on the returned stylet within the catheter was between 75 and 76 cm, which is below specification. When the stylet/t-lock assembly was removed from the catheter, the same measurement was confirmed to be between 75 and 76 cm. If the ~3 cm of stylet were not detached from the longer section of stylet, this would result in a length within specification. In addition, microscopic evaluation reveals that the distal tip of the stylet present within the catheter and the darker tip of the loose piece of stylet both show signs of brittle breakage. The loose stylet piece is confirmed to be broken off from the main section of the stylet. When stylet was removed, a large amount of waviness and bending was found along its length, with kinking/breaking along the brittle distal section. The damage to the stylet shows that it was subject to significant forces, likely encountered during use. The catheter was inserted before it was to be trimmed, contrary to the IFU, and the stylet was returned with the broken tip extending outside of the catheter, suggesting that the stylet was not retracted within the catheter before insertion, causing the damage to the tip of the stylet. In addition, neglecting to flush the catheter and wet the stylet before manipulation of the stylet can cause damage to the stylet. The IFU for the catheter warns to make sure that the stylet tip does not extend beyond the trimmed end of the catheter. The device was returned with the broken end of the stylet outside of the catheter. Users are also instructed to preflush the catheter before modification of catheter length, to disconnect t-lock and remove completely before catheter trimming, retract the stylet gently through the t-lock connector until the stylet tip is contained inside the catheter, and ensure alignment of stylet to distal end of trimmed catheter. Catheter advancement/insertion occurs after this point. A lot history review (lhr) of reyl0260 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - per telephone call with complainant, they reported that when the device was to be inserted into the patient, the health professional noticed an extra piece of guidewire and did not place the device. Health professional removed catheter, opened a new device and completed procedure. On 5/19/2016 -additional information from incident questionnaire: facility stated that the total length of catheter was 55cm. "Catheter was inserted into the patient to see if catheter would go. Since catheter was advancing, the PICC line was removed and was about to be trimmed to measured length when an extra piece of stylet was seen within catheter. Stylet was visualized when catheter was about to be trimmed. A new catheter was used to insert PICC line."